Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The event history log was not able to be downloaded. The investigation found that when attempting to power up the device, when batteries were inserted, the device immediately alarmed with a blank screen. The reported double beeping was not able to be duplicated dur to the device alarming on start up. The investigation determined that an issue with the circuit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The circuit board was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was double beeping and the "cb" needs to be serviced. The issue was discovered during testing and there was no patient involvement.